Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels have no glue and fall off. There are 7000 tubes that have this condition. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the label of the cat. 367986 tubes is detached and the customer has to glue it manually to avoid confusion of samples. They have (B)(4) tubes with that inconvenience.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# 1064141.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels have no glue and fall off. There are 7000 tubes that have this condition. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the label of the cat. 367986 tubes is detached and the customer has to glue it manually to avoid confusion of samples. They have 7000 tubes with that inconvenience.